Event description:
It was reported that the patient went into cardiac arrest. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. 24 hours post procedure the patient went into cardiac arrest and needed extracorporeal membrane oxygenation (ECMO) support. There were no other complications that were reported to have occurred.

Manufacturer narrative:
D4 model number, d4 lot number, d4 expiration date, d4 unique identifier (UDI) # are unknown as the information was not provided.